Manufacturer narrative:
Manufacturer reference number: (B)(4). Lot number not provided; UDI not provided; re-processing information not provided. Since the lot number was not provided, this information cannot be determined.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The procedure performed was a suburethral sling procedure, cystocele repair. Pre-op and post-op diagnosis: symptomatic cystocele, urinary incontinence with bladder neck hypermobility.